Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, concentric, and 100% stenosed proximal right coronary artery. A 1.20 x 6 mm mini trek balloon catheter was advanced to the lesion with strong resistance. While being pressurized, the balloon ruptured at 6 atmospheres. A new trek was used for pre dilatation and a non-abbott stent was implanted to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.